Manufacturer narrative:
Updated/corrected: conclusion code is not applicable. The conclusion code has been updated/corrected.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 3mg/ml; with flex dosing via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported that during a procedure on (B)(6) 2016 the catheter was inadvertently cut. Six centimeters was taken out and the catheter was reattached. Catheter patency was determined. Patient status was alive; no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.